Event description:
Pt had MRI done and following procedure MRI table top with pt was moved onto trolley. While the pt was moved by two attending staff members out of the MRI suite, the table top became free from trolley and fell and struck the floor. Pt was still surrounded by pillows and cushions and remained on table top so never struck the floor. Physician was called to MRI suite to assess the pt, and released pt to be returned to medical unit, and noted no injuries. The pt was placed back onto the medical cart outside the room and returned to her unit room. The table top appeared to cracked on the end that struck the floor; so unit was put out of service until philips rep arrived to assess the equipment.